Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jun-11. The rep would follow up with the patient to get their weight. The lead and ins have not yet been returned as the rep had to order a return box. No further complications were reported/are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 05-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The rep was in the operating room (or) and reports contacts 5, 6, 7, and 8 are showing greater than 40,000 ohms. When they switch out the lead to the other port, these contacts are within normal range. When they tested the lead on the wireless external neurostimulator (wens) the same contacts 5, 6, 7, and 8 are showing greater than 40,000 ohms as did in the ins. The healthcare professional (hcp) was directed to switch out the lead. However, after changing the lead and ins the 14 electrode is 40,000 ohms. The lead tested good in the wens. Technical services discussed to test the lead in the wens again and to verify if the lead is good. If greater than 40,000 ohms they should replace the lead if that is the decision. If the 40,000 ohms resolves then they should re-insert the lead into the ins and recheck impedances. The rep relayed this information to the hcp. The rep submitted a follow up on 2019-may-30 indicating that while doing the impedance check the system being returned was showing 4 contacts greater than 40,000 ohms. After wiping and repositioning the leads and retesting many times, the hcp demanded new devices stating the original were defective. The rep opened a new lead and battery and the patient¿s system was fully functioning and normal. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator and lead found no anomalies. If information is provided in the future, a supplemental report will be issued.